Event description:
It was reported that the plunger of a loss-of resistance (lor) syringe component was "not sealed.".

Manufacturer narrative:
It was reported that the plunger of an lor syringe component was "not sealed." Reportedly the plunger did not hold pressure and leakage was experienced. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. The reporting facility returned three (3) used lor syringes for evaluation. The syringes were in good condition with no visible defects. Each syringe was tested using tap water as the solution. Resistance was applied at the hub of the syringes while the plunger was being depressed. It was observed that solution in the barrel was leaking past the barrel seal. The reported problem/issue was confirmed. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.